Event description:
Caller reported that pump display was frozen on the lock screen, and the issue could not be resolved using the button alarm. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide this information. Technical support provided instructions for a complete pump reset, and the caller successfully reset the pump, resolving the issue.